Manufacturer narrative:
Per tandem's t:slim user guide, "do not remove the cartridge during the load process until prompted on the t:slim pump screen." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) with a cartridge during basal delivery. Customer's blood glucose level was 112 mg/dl. Reportedly, the customer tried to start the load process twice without a cartridge on the pump and received the cartridge alarm 19. The customer was able to load a new cartridge successfully, and resume insulin.